Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the malfunctions reported in the b5, the following were found: s-cover (scope connector) was scratched, s-cylinder (suction cylinder) was shaved; resulting in suction volume not meeting the standard value, the universal cord protector on the s-connector (scope connector) side was damaged, control unit was scratched, grip was scratched, angle wire wear causing bending angle in u/d (up, down) and r/l (right, left) knobs did not meet the standard value, buckling of the connecting tube, a-rubber (distal sheath) was discolored, adhesive was detached, and c-cover (probe) was burned. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. The event was found at inspection for use. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunctions were found: foreign material found at the nozzle unit; auxiliary channel, plastic distal end cover, and the bending section cover adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.